Event description:
New information received notes that the right atrial lead was found to have been fractured, and was discovered via visual examination during the upgrade procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in-clinic for an elective replacement procedure. Upon interrogation, the patient's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.